Event description:
International affiliate states that hosp reports following surgical procedure, using a horizontal mattress suture technique, the device broke 3 days post-op. Re-operation performed.